Event description:
Additional information was received from a healthcare provider who reported that the patient had a history of hereditary spastic paraplegia and presented with episodes of somnolence. The pump dose was last increased in (B)(6) 2025. It was noted that the patient had previous admissions over the past few years for these episodes of somnolence and had undergone extensive workup in the past including for encephalopathy, MRI, and uti (urinary tract infection). The patient reported that the symptoms of increased somnolence came on suddenly. The patient denied weakness, numbness, and tingling of the upper or lower extremities. Neurosurgery was consulted for evaluation ofthe pump for potential overdosing. The pump was interrogated and found to be functioning appropriately within normal limits and delivering the medication as per the most recent reprogramming (simple continuous infusion at a dose of 1151 mcg/day). There were no signs of malfunction. The patient requested that the dose be reduced as they believed that the current dosage was too high and that this may be contributing to the episodes of somnolence. The patient was advised that reducing the pump dose may increase the spasticity in their lower extremities. The patient stated that they understood and requested to have the dose reduced. The dose was reduced to 991.4 mcg/day consistent with the dose prior to the most recent increase on (B)(6) 2025. They recommended to the patient that they be evaluated for uti and potentially admitted to the hospital for further workup of the somnolence episodes; however, the patient was in favor of leaving the emergency room (ER) without admission. It was noted that the patient became more wakeful during the ER stay and felt motivated to discharge home even though they had been offered admission for work up. The importance of following up with their pump managing provider was relayed to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity. The hcp reported that there was some concern that the pump might not be working as the patient had some symptoms of overdose. The hcp stated that pump was last filled several weeks ago and was not due for refill for a few more weeks. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.